Event description:
Additional information received reported that the patient received the new charger for the spinal cord stimulator and they were able to charge the battery. In regards to the patient's back pain, they have only experienced an increase in back pain since the ins was implanted. The patient's daily pain level ranged from a 7 to 8, with 10 being a reoccurring level.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4). Analysis of the desktop charger (serial # (B)(4)) found a broken connector with the metal connector at the end of the cable broken off.

Event description:
The consumer reported a loose connector pin that was causing intermittent charging of the implantable neurostimulator recharger (ins r). There was an intermittent loose connector pin on the desktop charger. It was noted the patient had a sudden sore back. Relevant medical history included spinal pain.